Manufacturer narrative:
Per the clinic, the patient was treated with topical antibiotics (date not reported) for infection at implant site, however, the issue did not resolve. The patient was then hospitalised and treated with more antibiotics (date, type and duration not reported). Subsequently, the patient experienced an extrusion of electrode array resulting in the decision to explant the device. This report is submitted on september 28, 2021.

Manufacturer narrative:
This report is submitted on august 30, 2021.

Event description:
Per the clinic, the device was explanted on (B)(6) 2021, due to infection. Reimplantation is planned but has not yet occurred as of the date of this report.